Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing of the infusion set "ruptured". The patient noticed that the infusion tubing was a little bent, but she was not able to find another way to adjust it to her body. The patient thinks that the infusion tubing "ruptured" due to the folding and unfolding movement. The patient experienced elevated blood glucose levels. The blood glucose result was "just over 500 mg/dl" and she treated herself with insulin. She went to the hospital and the blood glucose result at the hospital was "around 200 mg/dl". The patient did not receive any treatment at the hospital and was not admitted into the hospital. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.